Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a discrepancy between the battery voltage in-office and the voltage from the carelink transmission. Technical services reviewed nightly measurements and explained to the user the differences. The device remains in use. No patient complications have been reported as a result of this event. The device was removed and replaced. It was further reported that the device reached early battery depletion sooner than expected.

Event description:
It was reported that there was a discrepancy between the battery voltage in-office and the voltage from the carelink transmission. Technical services reviewed nightly measurements and explained to the user the differences. The device remains in use. No patient complications have been reported as a result of this event. The device was removed and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.

Event description:
It was reported that there was a discrepancy between the battery voltage in-office and the voltage from the carelink transmission. Technical services reviewed nightly measurements and explained to the user the differences. The device remains in use. No patient complications have been reported as a result of this event.